Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to do placement difficulty. Additionally, the lead return was not available. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.